Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal pulse generator change procedure, it was noted that the right ventricular lead exhibited high but stable capture threshold. This was stated to be higher than previously recorded pacing threshold. Fluoroscopy was performed and no externalizations were found and the lead impedances were within normal range. The surgical pocket was then closed with no changes made to the lead. The patient tolerated the procedure well and there were no complications.